Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to a fluid loss. Upon explant, a tear in the proximal right cylinder was noted; therefore, cylinders and pump were removed and replaced. There were no patient complications.